Event description:
Additional information was received that the patient with this right atrial (ra) lead felt heart palpitations and a rise in pacing impedance occurred greater than 3000 ohms. It was also noted that the revision procedure was completed and the lead was explanted and replaced. No adverse patient effects were reported.

Event description:
Boston scientific received information that during a routine follow up visit, this right atrial (ra) lead revealed noise and a rise in pacing impedance of an unknown value. The patient is pacer dependent and a revision procedure is to be performed in the near future. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.